Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump exhibited prolonged charging time, with the final portion of the charge taking longer than usual, though the pump continued to charge and blood glucose remained unaffected; a replacement charging pad was sent. Symptoms included no adverse physiological effects. Outcomes included no interruption to insulin therapy and no impact on daily diabetes management. Investigation included review and assessment of charging functionality based on user report. Investigation of this case revealed a suspected charger or charging pad performance issue consistent with reduced charging efficiency of the external power accessory, while the pump maintained charging capability. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory-related performance issue.